Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator becomes inoperable when ac power is connected. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 17may2018. The following information was inadvertently omitted from the initial report filed 26may2018: philip's service engineer ran performance verification and no issue was identified. The service engineer replaced the user interface board and ran a performance verification. Subsequently, the unit passed all tests.